Event description:
Second layer of packaging was improperly sealed. This resulted in a possible break in aseptic technique. (Graft culture was negative). Graft tore while being implanted. Surgeon was able to repair the tears. Graft remains implanted.